Event description:
It was reported that the patient's right hip was revised due to aseptic loosening of the femoral stem. The patient's stem, head, and liner were revised. Rep confirmed there were no allegations against the revised head and liner, and provided the primary and revision usage. Rep can provide pictures, otherwise confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding loosening involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: no product was returned for evaluation, however a photograph was provided for review. The photograph shows a recently explanted stem with the removal device still attached. Blood and tissue are visible on the stem. There is nothing remarkable visible on the photograph provided. -clinician review: no medical records were received for review with a clinical consultant -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the event itself, or the exact cause of the event could not be confirmed as insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to aseptic loosening of the femoral stem. The patient's stem, head, and liner were revised. Rep confirmed there were no allegations against the revised head and liner, and provided the primary and revision usage. Rep can provide pictures, otherwise confirmed that no further information will be released by the hospital or surgeon.